Event description:
It was reported that the unit made a clicking noise when being used on a pt. The customer decided to place the pump in a non-dominate position and placed another single pump in the arterial position. No pt effect was reported. (B)(4). Reference MFR report # 8010762-2014-00117.